Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2018-00213, reference MFR. Report#: 1627487-2018-00214, reference MFR. Report#: 1627487-2018-00216. It was reported (B)(6) the patient fell and then began experiencing ineffective stimulation. Impedance checks showed one contact at high impedance and one contact at low impedance. Reprogramming attempts were unsuccessful. As a result, the patient may be pending lead revision.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2018-00213, reference MFR. Report#: 1627487-2018-00214, reference MFR. Report#: 1627487-2018-00216. Follow up information identified the patient underwent explant and replacement of the leads. Postoperatively, effective therapy was restored.